Event description:
It was reported that the patient experienced difficulties with the pump inflating and deflating with the inflatable penile prosthesis (ipp). The ipp still remains active and a future revision is scheduled. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.